Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported) for peritonitis. Six days after hospital admission, the patient was discharged. Action with pd therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.